Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right atrial (ra) perforation. This was discovered when the patient exhibited a small effusion and pain while the right ventricle was being paced. The physician elected to explant the ra lead. Patient was in stable condition before, during, and after the procedure.